Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that she has been having issues with her batteries on her insulin pump and states she receives low battery alarms then her insulin pump will present a failed battery alarm shortly after. . The customer was assisted with troubleshooting and customer received failed batt test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. No unexpected low battery alarm or failed battery alarm anomaly noted.